Event description:
History of oxygenator leaks resulted in a protocol per the manufacturer for product check prior to utilization on pt. During clinical protocol for leaks oxygenator leaked and was replaced prior to use on pt.